Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension; product ID 74001, lot# n270132, implanted: (B)(6) 2011, product type: adapter; product ID 3487a, lot# l51034, implanted: (B)(6) 1998, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) went dead because she went out of town for 3 weeks and forgot to bring her recharger. When the patient returned, they tried to use the patient programmer and replaced the batteries, but she was not able to make a connection. The patient had to come home because she was hurting. The patient had to use the stimulation therapy all of the time. When the patient left, her ins was fully charged and then during the second week, the patient thought it wasn¿t working and she got out the patient programmer and played with it. She was ¿able to get a little more.¿ she realized it wasn¿t working right when she came back. The patient saw the ins battery low message when she synced with the patient programmer. When the patient hooked up to the recharger, she saw the caution sign circle with the ins battery low with about less than a quarter charge showing. The patient plugged the recharger in and charged it. The patient relocated the antenna and pushed the green button several times to try to find a good coupling. The patient reported getting between 2 and 0 coupling boxes filled in. The patient turned the antenna dial and was getting 8 full boxes. Interventions and patient outcome were not reported. Follow-up has been requested for this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4)